Manufacturer narrative:
The act button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer had high blood glucose levels of 259 mg/dl. The customer reported that the keypad of the insulin pump was unresponsive. The battery of the insulin pump was reinstalled to no avail. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).